Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-11, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2018, the patient went to the ER with overdose symptoms. The hcp decreased the pump by 25% and the event was resolved. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the patient was seen last by pentec for a pump refill (date unknown). The patient's status was alive - no injury.